Event description:
It was reported that the device was explanted due to eri status approximately 45 months after the implantation.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker interrogation revealed the eri battery status. The inspection of the devices memory content showed that the eri status was triggered on (B)(6) 2022. Furthermore, the inspection revealed that the device switched into the safety backup mode on (B)(6) 2019, as a result of the detection of invalid memory content. The device was working in safety backup mode for more than two years and was re-initialized on (B)(6) 2021. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. In the safety backup mode, in order to ensure patient safety, the pacing parameters are chosen in order to cover the widest population of patients, which can lead to a higher current consumption. In this case, the user is notified with a device status error message upon interrogation. This is an expected device behavior. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. Additionally, a stress test under different temperature environments was performed revealing no anomalies. There was no indication of a device malfunction.